Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese female patient had impella 2.5 pump inserted in the right femoral for cardiogenic shock caused by vsp. It was reported the physician suspected hemolysis during impella support. To treat the suspected hemolysis the patient was administered haptoglobin. Support levels and diuretics were also reduced.